Event description:
It was reported that frost occurred on the needle shaft. A tissue cryotherapy procedure was performed using eight cryo needles. All the needles were placed in the tumor. During the freeze cycle, one of the eight needles experienced ice on the needle shaft. The other needles had no issue. To prevent a patient burn from the ice on the needle shaft, protective measures were performed immediately. The procedure was completed with the original devices.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. Visual inspection of the exterior of the needle showed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. A five-minute freeze cycle was performed, and it was found that the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, meaning the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope for abnormalities. It was found that the vacuum sleeve had abnormalities in the metal that likely led to the vacuum insulation failing.

Event description:
It was reported that frost occurred on the needle shaft. A tissue cryotherapy procedure was performed using eight cryo needles. All the needles were placed in the tumor. During the freeze cycle, one of the eight needles experienced ice on the needle shaft. The other needles had no issue. To prevent a patient burn from the ice on the needle shaft, protective measures were performed immediately. The procedure was completed with the original devices.